Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing were observed. The egm gain did not allow the t wave to be measured. Programming changes were discussed. The patient was fine.